Event description:
It was reported that the pump's delivery rate was not correct. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Visual and functional inspections found the delivery rate of the pump is too high. (+4,602%). Functional and visual tests were performed, and the reported issues were duplicated. The cause of the reported issue was a big expulsor. The service history review had no indication that the complaint was related to a service of the device within the review period.